Event description:
A customer reported a pt experienced a posterior capsule tear while using the I/a (irrigation/aspiration) tip during a cataract extraction procedure with intraocular lens (iol) implant. The surgeon indicated the device did not cause the event. Multiple attempts have been made to obtain additional info, but none has been received.

Manufacturer narrative:
There was no sample received for eval. No lot number was identified with this complaint. Therefore, device history record could not be reviewed. The root cause could not be determined. (B)(4).